Event description:
Routine remote transmission shows premature battery drain. Device was under advisory for hydrogen premature battery drain. Bsc tech support contacted, recommends generator replacement by (B)(6) 2021.